Event description:
It was reported that difficulty was encountered while advancing lead. They were doing lead replacement on reported event date through s3 foramen. They got to desired depth and noticed the 0 electrode was bent. The representative indicated they did meet resistance on introduction of lead. They were using the straight stylet and not the bent stylet. The physician confirmed the stylet was inserted all the way. This bending resulted in less than optimal lead placement. Using fluoroscopy they noticed it was bent on both images taken. They also implanted a brand new lead and the bending issue occurred with this as well. The original lead will not be sent back.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0p40, implanted: (B)(6) 2014, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0p401, implanted: (B)(6) 2014, product type: lead. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Refer to manufacturer report # 3004209178-2014-21197.

Manufacturer narrative:
Updated to reference refer to manufacturer report # 3004209178-2014-21197.